Event description:
The barcode reader on the hamilton dilutor was reported by the customer to be emitting smoke and a burning smell. The dilutor generated an error message "scanner out of position". The operator stopped the run and replaced teh barcode scanner. No individuals were reported to have been injuried by this event.

Manufacturer narrative:
Roche field service engineer visited the site and confirmed the event was caused by a burnt transistor on the scanner board. The scanner board was replaced and the barcode scanner was returned to operation.